Manufacturer narrative:
The lead was discarded. The lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was unable to be successfully implanted. During implant procedure, this lead perforated a vessel. This lead was removed. Implant procedure was therefore cancelled. Wound closed. A computed tomography (CT) was ordered. No additional adverse patient effects were reported.